Manufacturer narrative:
After further clinical review of this event with bard's medical dept, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that there was a crack from the white hub to the recanalization catheter. Another recanalization catheter was used to perform the procedure. There was no pt involvement.